Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. The patient was not connected at the time of the alarm. This occurred during setup of the devices for peritoneal dialysis(pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location, further described as the ¿solution went off the floor¿ that led to this alarm. Therapy completed with a manual exchange. Renal therapy services discussed proper procedures for the user manual with the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.